Manufacturer narrative:
Coloplast has not been provided any corroborating evidence to verify the information contained in this report.

Event description:
As reported to coloplast though not verified, pt was implanted with aris mesh. Later the pt experienced infection, pain, bleeding, burning, irritation, mesh erosion, difficulty with urination, bleeding, small fiber and stress incontinence. An excision of the mesh with urethra repair was performed.